Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of this complaint confirmed the event summary code selection. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per (B)(4).

Event description:
On 09/15/2021 it was reported by a sales representative via (B)(4) that an ar-8737-45 driver shaft is broken. This was discovered during a case, with not patient affect reported. No additional information.